Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds and impedance. Fracture was suspected. The physician was evaluating options. The lead is still in use. No patient complications have been reported as a result of this event.